Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. UDI # is also blank as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; if new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during iab therapy, leak occured in the iabp catheter. After therapy, blood found in the system during maintenance. There was no injury to the patient.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).